Event description:
A diagnostic angiogram revealed an aneurysm proximal to the cypher stent implanted in the pt's mid left anterior descending artery (lad).

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 3-vessel disease was found. Pre-procedure medications included long acting nitrates, aspirin, calcium antagonists., clopidogrel, lipid lowering agent and statins. Percutaneous coronary intervention (pci) was performed on a lesion in the distal right coronary artery with a 3.0x13mm cypher stent at 12 atmospheres (atm). Pci was performed next on a lesion in the posterior descending artery (pda) with a 3.0x33mm cypher stent at unk inflation pressure. Pci was performed next on a lesion in the mid left anterior descending artery (lad) with a 3.5x23mm cypher stent at 14 atm. Finally, pci was performed on a lesion in the apical lad with a 3.0x18mm cypher stent at 16 atm. 22 months later, the pt experienced angina pectoris. Two months later, a coronary angiography was performed. The results showed 55% restenosis in the distal right coronary artery (rca), 10 % restenosis in the posterior descending, and 0% restenosis in the mid left anterior descending artery (lad). Revascularization was not planned, but a thalliumscan was scheduled. Add'l info was also received regarding the diagnostic angiography. It also revealed an aneurysm proximal to the stent in the mid left anterior artery (lad) with possible stenosis. The stents seemed patent although a little haziness was present in the mid traject. There was also slow flow in the lad. The pt's medications included lipitor current medication: lipitor 1x40mg/daily, plavix 1x 75mg/daily (stoped in 05), isordil (if necessary), metoprolol 1 x 100mg/daily, ascal 1x 100mg/daily. It noted that the subject was suffering from angina pectoris (ap) during effort and pain in the left arm. In the mid rca there was 50-60% stenosis, before crux 50-60%, rdp (with long stents) open. In the ramus to the circumflex there was 80% proximal stenosis. This product is not available for testing and eval. Questions relating to the proximity of the aneurysm in the proximal lad to the cypher stent in the mid lad are currently under investigation. Add'l info recieved will be submitted within 30 days upon receipt. This product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A male pt with a history of unstable angina, hypertension, hypercholesterolemia, smoking and a family history of cad experienced restenosis twenty-two months post cypher stent implantations. Initially, the pt was admitted with stable angina and underwent an angiogram that revealed lesions in the pda, apical, mid lad and distal rca. This pt's history and extensive cad put him at increased risk for mace. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were reported. It is not known if any of the lesions were pre-dilated prior to the placement of four cypher stents. A 3.0 x 13mm cypher stent was placed in the pda. This was followed by the placement of a 3.00 x 18mm cypher stent in the apical and a 3.50 x 23mm cypher stent in the mid lad. Lastly, a 3.00 x 13mm cypher stent was placed in the distal rca. According to the IFU, the use of more than two cypher stents has not been clinically established. Seven and a half months after the index procedure, the pt's plavix was discontinued. It is not known if this was planned or if it was the result of an adverse event. Twenty-two months after the index procedure, the pt experienced angina. Two months after that, he underwent an angiogram that revealed a 60% stenosis of the mid rca with a patent distal rca stent, a 10% restenosis of the pda stent, an aneurysm with possible stenosis of the mid lad, seemingly patent mid lad stents (a little haziness was noted in the mid stent with slow flow) and a 60% stenosis of the second diagonal. According to the info provided, none of these findings necessitated intervention treatment. Multiple attempts to obtain further clarification of these events have been unsuccessful. The products remain implanted in the pt and are thus not available fo reval. Restnosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the devices and the events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used in the same procedure that were reported under the following mfg numbers 616099-2006-01631 and 9616099-2007-00001.